Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that the buttons do not respond. Customer states, the batteries were out of pump greater than duration allowed by the pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump had unresponsive buttons due to corroded keypad traces. No unexpected battery out limit alarms were noted. Unable to perform the operating current test or verify battery out limit alarm due to the unresponsive buttons. The pump also had a cracked lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.